Event description:
Description of event according to initial reporter: f34mm of zenith thoracic alpha was placed in the descending aorta to treat taa. On (B)(6) 2022: another tevar using stent graft from another manufacturer was performed to treat the aneurysm in the aorta arch. The physician inserted sheath from the right side and advanced it to the right external iliac artery and advanced the delivery system of stent graft from another manufacturer through it. Then he deployed half of the stent graft and then realized it was deployed through the proximal bare stent strat of zenith thoracic alpha that was previously placed since the wire guide (cook's lunderquist extra stiff) had been advanced through the proximal bare stent strat of zenith thoracic alpha. Until then he was not aware of wrong cannulation since he did not perform confirmation balloon test to see if the wire guide was passed inside the lumen of zenith thoracic alpha previously placed since there was no resistance when he advanced and placed the wire guide. It looked the partial proximal bare stents were not appressed against the vessel wall. It was risky to remove the half deployed stent graft (from another manufacturer), so he deployed whole stent graft (from another manufacturer) there and dilated the stenosed site that located in the zenith thoracic alpha's proximal bare stent using other manufacturer's balloon catheter. The zenith thoracic alpha got broken by this balloon dilatation. During this, the patient had cardiac arrest. Type a dissection was not confirmed. No problem of the coronary artery or brain. It did not look like the rupture of taa, but he determined it was highly likely that the taa ruptured. So he additionally placed other manufacturer's stent graft in the proximal side. He also balloon dilated the stenosed site of stent graft (from another manufacturer) again and it could dilated greatly. However the heartbeat did not come back, so he suspected it was a rupture of the iliac artery and performed angiography and found rupture of the right external iliac artery. He additionally placed stent graft (from another manufacturer) in the right external iliac artery, but the patient condition did not change. So he kept percutaneous cardiopulmonary support (pcps) on and closed incision to finish the procedure. On the same day, the patient deceased. Patient outcome: the patienten deceased.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as a zenith alpha thoracic. Similar to device marketed under pma510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on 16jan2023: the death was not related to cook devices including the wire guide tscmg-35-300-lesdc(lot.e4302281) . The death was due to procedural problem. Additional information received on 24jan2023: the alpha device was not fractured or torn. It was just squashed by ballooning. The physician thinks that the patient¿s death was due to excessive ballooning. Definite rupture location was not confirmed, but the patient got cardiac arrest when the balloon was inflated, so the ballooning should have been the cause.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2022, zta-p-34-209-w (complaint device) and zta-d-28-160-w1 were deployed during a thoracic endovascular aortic repair (tevar) procedure without known complications. Patient had multiple aneurysms, however amount and anatomical location is unknown. On (B)(6) 2022 the patient had tevar performed using a competitor device. The device was inserted through the right external iliac artery and then advanced the delivery system of the device through it. Halfway through deployment proximal to zta-p-34-209-w, the physician noticed that the competitor stent graft deployed through the proximal bare stent of zta-p-34-209-w. This was caused by advancing the lunderquist extra stiff wire guide through the proximal bare stent of zta-p-34-209-w. The wrong placement of the wire guide was not noticed before the deployment as the physician did not perform confirmation balloon test to see if the wire guide was passed inside the lumen of zta-p-34-209-w. The proximal bare stents from the zta-p-34-209-w looked like they were not appressed against the vessel wall. The physician decided to deploy the whole stent graft due to risk of removing it. The stent graft had a stenosed site where it was deployed through the zta-p-34-209-w, which was dilated by using a balloon catheter. During this procedure the zta-p-34-209-w was squashed and the patient went into cardiac arrest. Type a dissection was not confirmed, no problem with the coronary artery or brain was observed and it did not look like thoracic aortic aneurysm (taa) rupture. Physician however suspected thoracic aortic aneurysm (taa) rupture. Competitor stent was deployed proximally and balloon dilated the stenosed site of the competitor again, which could dilate greatly. This had no effect on the heartbeat, thus rupture of iliac artery was suspected and confirmed by angiography on the right external iliac artery. A competitor stent graft was placed in right external iliac artery with no effect on patient condition. Pcps (percutaneous cardiopulmonary support) was continued and incision was closed to finish the procedure. The patient deceased same day. Per clinical assessment, the excessive ballooning most likely led to an immense pressure reducing the cardiac output and flow to the coronary arteries causing the cardiac arrest. Further, the iliac dissection may have reduced the blood flow back to the heart. Lastly, the procedural deviations may have led to a cascade of endovascular and cardiac stress. The precise cause of death is not possible to decide from the current information, but could be related to the mentioned problems as well as previous repaired aortic dissection. The zta device seems to be indirectly involved. No device was returned and no imaging was provided. Review of the device history record gave no indication of the device being produced out of specification. As per instructions for use (IFU), ¿exercise extreme caution when manipulating interventional and angiographic devices in the region of the uncovered proximal stent and uncovered distal stent.¿. Based on provided information, the escalation from thoracic endovascular aortic repair (tevar) procedure to patient death may be caused by misplacement of guide wire trough proximal bare stent of complaint device, which led to a cascade of unfavorable events starting with stenosis in competitor device requiring excessive ballooning. In addition to this an iliac dissection occurred. However, the exact cause for patient death cannot be determined. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.